Event description:
It was reported that insulin was leaking from the o-rings into the insulin pump while bolusing. Troubleshooting was performed. It was stated that the customer's high blood glucose was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.